Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult or delayed positioning associated with clip entangled with eustachian valve. The reported gripper actuation issue appears to be due to tissue being wrapped around the gripper. The reported patient effect of tissue injury appears to be related to the reported difficult or delayed positioning associated with clip entangled with eustachian valve. Tissue injury is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. The first clip was advanced into the anatomy and deployed without issue. The second clip was advanced but became entangled in the eustachian valve during straddling. Troubleshooting was performed to remove it without success. The clip was then pulled back into the steerable guide catheter (sgc) and was straddled once more being freed from the eustachian valve. The clip was positioned centrally and several grasps were performed to capture the leaflets. On the third attempt lowering the grippers it was noted that the grippers did not lower. The procedure was aborted and the physicians checked the clip outside the patient and tissue was seen wrapped around the grippers. Tr had been reduced to grade 2-3.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.